Event description:
Customer called lfs in 2002 alleging that their meter would not power on. Customer reported feeling sweaty and unable to test on their blood glucose meter. The customer did not report trying to change the batteries or attempt at resolving the issue. Family member borrowed their neighbor's meter and found out their blood glucose was high. The customer explained that they were hospitalized because their blood glucose was up to "500 mg/dl". The customer did not report any treatment at the hospital. Ccr walked customer through, checking that the batteries were good and that they were correctly installed, plus and minus signs are aligned correctly. The meter still did not power on. Ccr replaced their meter.